Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving intrathecal compounded baclofen (concentration, dose, lot unknown) via an implantable infusion pump. Indication for pump use was intractable spasticity and head/brain injury. On approximately (B)(6) 2016 the patient experienced a pocket fill during a procedure and required hospitalization. The patient was transferred to the emergency department and subsequently admitted to the intensive care unit (ICU). No surgical intervention occurred or was planned. The issue was resolved and patient status at the time of the report was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.